Event description:
Device 2 of 2. Reference MFR report: 1627487-2012-11026. It was reported the pt's lead had high impedances across all contacts. The pt had not turned the system on for a few months because it was not providing stimulation coverage. The physician performed surgical intervention to replace the lead. It was reported the system was interrogated prior to the procedure. The physician was concerned the ipg may have an issue, so he replaced both the lead and the ipg. Follow up identified the pt had effective stimulation coverage postoperative.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.